Event description:
A surgeon reports that he may explant an intraocular lens due to impaired vision. The cause and extent of the impaired vision is not known. Further investigation has been initiated and more information has been requested.